Manufacturer narrative:
The reported complaint that the screen of the autopulse platform (sn (B)(6) ) is not working and is showing 2 black lines was not confirmed during functional testing. The autopulse platform powers on and passed the functional testing without any fault or error, performing as intended. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional testing without any fault or error. The reported complaint could not be reproduced. The platform performed as intended. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.

Event description:
The customer reported during shift check, the screen of the autopulse platform (sn (B)(6) ) is not working. The display is showing 2 black lines. Mechanically, the platform performs as intended. No patient involvement.